Event description:
It was reported that the cassette attachment has a malfunction. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a slight dent in the uso seal. The event history log review found a record of 'cassette not attached properly' alarm'. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. It was determined that the dented uso seal and the malfunctional dso sensor was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.